Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. A supplemental medwatch will be submitted when more information becomes available. The device is currently under evaluation. (B)(4).

Event description:
It was reported by the me that he performed a preventive maintenance of the iabp on (B)(4) 08:22 am when it generated an electrical test fails code number 58. So he rebooted the device but could not recover it. No patient was involved.